Manufacturer narrative:
510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date a patient underwent the hardware removal procedure due to classic ablation. During the procedure surgeon couldn't remove the nail with the dedicated instrument, however it was removed with an other instrumentation from another provider. There was unknown number of surgical delay. Procedure was successfully completed. This report captures the postop event of hardware removal due to ablation, while related complaint (b)(4( captures the intraop issue of difficulty removing the nail. This report is for one (1) unknown locking screw. This is report 6 of 6 for (B)(4).